Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy, bilateral salpingectomies, left ovarian cystectomy, cystoscopy and stitch abscess removal on (B)(6) 2013. From (B)(6) 2013 to (B)(6) 2014, the patient has experienced repeated episodes of a swollen abdomen with an open wound, white discharge from the abdomen and abdominal pain. The patient has had wound cultures positive for staph and (B)(6), has undergone a procedure to remove flesh from the wound and has been prescribed bactrim, sulfate and ciprofloxacin. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.